Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("underwent explant procedure for the essure device") and pregnancy with contraceptive device ("unwanted pregnancy") in a 25-year-old female patient who had essure (batch no. 12832813(invalid)) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 13-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("underwent explant procedure for the essure device") and pregnancy with contraceptive device ("unwanted pregnancy") in a 25-year-old female patient who had essure (batch no. 12832813) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant drugs added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('underwent explant procedure for the essure device') in a 25-year-old female patient who had essure (batch no. 12832813(not valid), a20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, c-section and pregnancy test negative. Previously administered products included for an unreported indication: medroxyprogesterone, toradol, depo-provera, vicodin and valium. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received: outcome of pregnancy was updated. Medical history, patient aka name, patient demographic, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('underwent explant procedure for the essure device') in a 25-year-old female patient who had essure (batch no. 12832813(not valid), a20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 27-mar-2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('underwent explant procedure for the essure device') in a 25-year-old female patient who had essure (batch no. 12832813(not valid), a20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("underwent explant procedure for the essure device") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.